Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharge below the 25% rsoc threshold. A vad stopped alarm was also detected but was most likely the result of a controller exchange. The reported intermittent beeping alarms could not be duplicated at the bench level. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Root cause: no failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, that the "patient has been complaining of intermittent beeping alarms". "A battery was thought to be the cause and was replaced last week, however the alarms have persisted". "Patient electively came to clinic and did a controller change". It was stated that there were "no adverse physical effects on patient". "Patient was given new controller as a new backup controller from hospital inventory". No additional information provided. Investigation is ongoing.